Manufacturer narrative:
The insulin pump was not received in manufacture mode. However unable to perform displacement test or occlusion test due to missing retainer. The pump power up properly after battery installation. The pump was also received with operating currents within spec. The pump passed selftest, rewind, seating, basic occlusion test and force sensor test. The pump had a broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case, cracked case (battery tube) and minor scratches on lcd window.

Event description:
It was reported that the customer¿s insulin pump was damaged. The customer¿s blood glucose was 199mg/dl at the time of the incident. It was reported that the part where the reservoir goes in it has cracked again. It has cracked at the reservoir compartment again. Sugar was high. The patient reported that the pump was damaged at the reservoir lip which is causing her sugars to be high. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.